Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The method of bone preparation and the quality of the bone encountered were not specified. The most likely cause of the reported failure can be attributed to user error of the device due to improper bone preparation, misalignment insertion, and/or prying/leveraging of the device during insertion.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 6/20/2025, it was reported via email by an arthrex subsidiary employee that an issue occurred with an ar-3641sp self-punching knotless 2.6 fibertak. The shuttle suture tape showed fraying at the end and broke during the relay. The case was completed using a new ar-3641sp self-punching knotless 2.6 fibertak. This was discovered during a procedure on (B)(6) 2025 to reconstruct the lateral support mechanism.